Event description:
It was reported that during a left heart diagnostic procedure, the guide catheter froze on the guide wire. The lesion was located in the left heart. The nature of the lesion is unknown. Vascular access was gained through the right groin. An unspecified 6fr introducer sheath was used. Upon the physician's attempt to advance the expo guide catheter over a bsc .035 guide wire into the coronary artery, it froze onto the guide wire. The expo guide catheter could not be moved forward or back, so both the expo guide catheter and the guide wire were removed together. The procedure was completed with another of same device. The patient's status was reported as "fine."